Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products: associated MDR's #1225714-2014-02083 and 1225714-2014-02084.

Event description:
The plaintiff's attorney alleged the plaintiff experienced a cardiovascular event on or about (B)(6) 2012, after use of the product.